Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose was approximately 400 mg/dl at the time of the event. Customer changed the tubing and site to address the occlusion. A correction bolus was delivered to address the elevated blood glucose.